Manufacturer narrative:
In follow-up communication with the user facility, it was noted that the user facility would not return the actual device or perfusion record for investigation. Therefore, the investigation was limited to a review of a movie recorded by the user facility during use of the actual device which confirmed a white thrombus-like or oily substance on the outside of the filter located inside the oxygenator module. The device history record of the involved product was reviewed and no anomalies were found. From follow-up communication with the user facility, the cause of the event is likely physiological and/or related to an anticoagulation phenomenon. However, without the device being returned for investigation, no perfusion record provided, and no information regarding patient co-morbidities, the root cause cannot be determined. All available information has been placed on file in quality management for appropriate tracking, trending and follow up.

Manufacturer narrative:
A reserve sample from the same product code and lot number was circulated with bovine blood. No occlusion or foreign substance was noted. Visual inspection of the sample confirmed no anomalies. All available information has been placed on file in quality management for appropriate tracking, trending and follow up.

Manufacturer narrative:
A second follow-up will be submitted upon completion of the investigation and/or submission of new information. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Event description:
Additional event information obtained from the distributor indicated that in addition to the patient suffering a stroke after the procedure was completed, the patient also suffered paralysis in both arms and speech problems. The patient's speech has since recuperated, but the consequences to the upper extremities will be permanent.

Manufacturer narrative:
Terumo has not received the actual device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and more information becomes available. Evaluation in progress.

Event description:
The user facility reported to terumo cardiovascular systems corporation that, during cardiopulmonary bypass, a white substance was observed on the surface of the oxygenator and then disappeared towards the end of cpb. A day later, the attending surgeon reported to the user facility staff that the involved patient had suffered a stroke and believe it was related to the white substance observed in the oxygenator. Patient suffered a stroke after the procedure. The product was not changed out. The procedure was completed successfully without delay.